Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) the dentist reported the non-osseointegration of the dental implant. In telephone contact, the dentist reported that he made the complaint after accumulating implants from different patients for years and, therefore, had no information about the patient, surgical technique or device batch.